Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and electric shocks due to possible supra ventricular tachycardia (svt). The therapy got exhausted. Technical services (ts) suggested reprogramming options. At this time, no adverse patient effects have been reported. This product remains in-service.